Manufacturer narrative:
A service engineer has been on site and started the investigation. A supplemental medwatch will be submitted when the investigation is completed.

Manufacturer narrative:
The investigation of the complaint has been completed. It is based on an investigation of the returned. Expiratory channel connector. The expiratory channel connector is a connector board including signal filters that is mounted in the expiratory cassette compartment. The reported issue with a flow transducer failure during pre-use check cannot be confirmed from logs since no device logs were received. The returned expiratory channel connector was installed in a reference ventilator. Several pre-use checks succeeded during four days of problem-free simulated use test ventilation. The expiratory cassette to which the expiratory channel connector is connected is a measuring device. Ongoing ventilation will not be affected if an error occurs in the interaction between these modules. The cause to the reported issue cannot be determined. During laboratory tests the expiratory channel connector worked according to its specification.

Event description:
It was reported that the ventilator during pre-use check failed the flow transducer test. There was no pt involvement. (B)(4).